Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented remotely via merlin.net transmission, ventricular lead noise was observed. The patient was asymptomatic. Isometric testing could not reproduce the noise. Programming changes were made. The patient was stable.